Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated a power on reset (por) occurred. When powered by an external supply, the device functioned nominally with regards to telemetry, current drain (cd), pacing output, lead impedance, regulated supplies, and reference voltage levels. There was no change in the hybrid cd after approximately 16 hours in a temperature chamber at approximately 60ºc. The cause of the reported por was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted.